Manufacturer narrative:
The device was received and is pending investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was left to charge in another room for approximately one hour. When the patient came back into the room, the pdm was allegedly smoking and the port had melted.

Manufacturer narrative:
The complaint reported thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.